Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because it was reported by the nurse that the patient had a breach in aseptic technique. However, the assignable cause was undetermined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem condition.

Event description:
Product surveillance (ps) contacted the home patient (hp) on (B)(6) 2012 regarding an unrelated alarm. During the call, the patient reported he had peritonitis and was currently on antibiotics. The hp did not think the infection was dialysis related. Product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2012 for further information regarding peritonitis event. The following information was obtained from the pd nurse. On an unreported date, the patient began apd therapy. In (B)(6) 2012, the patient experienced peritonitis due to break in aseptic technique. There was no exit or tunnel site infection associated with the peritonitis. The patient was not hospitalized for the event. The patient was treated with unknown antibiotics. The peritonitis event is resolving. There was no interruption in pd therapy or action taken to therapy due to the peritonitis event. The pd nurse stated the peritonitis was not related to the solutions, disposables or homechoice machine. She did not know where the break occurred, but the patient was retrained on proper aseptic technique. No further information was provided.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample was not requested as this peritonitis event occurred as a result of use error (break in aseptic technique). There was no product allegation made. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up report will be submitted if additional information becomes available.